Event description:
Patient undergoing left inguinal hernia repair. Cooley scissors broke in half and then one side broke in half again, all during or case. Screw from scissors did not enter the patient wound. Found on patient's abdomen. All pieces of scissors accounted for. Patient discharged to home without incident.